Event description:
In 2009, the patient experienced acute withdrawal, nausea and vomiting. The patient became dehydrated, resulting in paroxysmal supraventricular tachycardia. The patient was admitted to the hospital. The patient was cardioverted two days later. The patient was seen in clinic the following month, feeling tired. Pump logs revealed multiple safe state resets due to low battery, and multiple motor stalls and recoveries beginning the day prior to original date. The pump was replaced. The hcp reported the patient outcome as a serious injury/illness, recovered without sequela. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.